Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff&#38112;attorney that the plaintiff allegedly experienced pain, infection, urinary problems, and neuromuscular problems. Furthermore, it was reported that the plaintiff died. The causes of death reported were probable thromboembolic event, respiratory insufficiency, advanced chronic obstructive pulmonary disease, hypertension, congestive heart failure, and coronary artery disease.